Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, the procedure took place without any patient complications even though there was a filling issue, which was corrected with the use of another hta procedure set and the case was completed fine. However, on the evening of (B)(6) 2010, the patient admitted herself to the emergency room due to abdominal pain, pelvic pain and cramping. The patient refused to receive a pelvic examination while in the emergency room and the examination was not administered. The patient was not admitted into the hospital. The patient was given percocet to treat the pain and released from the emergency room (B)(6) 2010. There were no further complications reported with this event.

Manufacturer narrative:
The product has not been returned, since it was disposed of. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.